Event description:
It was reported when the surgeon was attempting to tighten the oasys cross connector the locking portion that sits on the rod cracked and broke. The surgeon used another connector and there was no adverse effects to the patient.